Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The injection port with the locking connector, tubing strain relief and 7.8cm of catheter were returned for analysis. Upon visual inspection, it was observed that the actuator ring was returned in the unlocked position, one hook was still engaged. The hook was bent. It was also noted that the tubing strain relief was slipped of 2.3mm from the initial position. There were several damaged areas on the tubing strain relief and catheter. Upon microscopic visual inspection, it was observed that the septum was punctured over 20 times. It was also noted that the catheter and tubing strain relief were cracked; these cracks were localized at 7cm from the connection tubing for the catheter. All products are visually inspected and leak tested prior to release, therefore, a manufacturing issue is unlikely to have contributed to this issue. A blockage test on the injection port was performed with a successful result, no blockage was found. A leak test was performed on the catheter where cracks were observed with unsuccessful results. The cracks were the root cause of the leak. Upon microscopic visual inspection, it was noted that these cracks were probably performed by a sharp instrument (e.g. Needle). A review of the product's instruction for use (IFU) was performed, and it was stated that to establish the location of the injection port by palpation or fluoroscopy (image guidance) before introducing the huber (non-coring) needle. Failure to do so may result in port septum damage, tubing puncture, or inability to cannulate the injection port. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Event description:
It was reported that post implant a realize adjustable gastric band during a routine fill the patient reported lack of restrictions. The surgeon decided to replace the port and the tubing due to it would not obtain the fluid that was administered. The port and tubing were replaced (B)(6), 2011 by making an incision in the abdominal wall and administering local anesthesia at the site. The surgeon then did a fluid test and the port then held the fluid in the band. Patient was released home without any patient consequence.